Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient's electricity was directly struck by lightning, the transmitter adaptor box came apart. The patient received no adverse consequences. The transmitter was exchanged.

Manufacturer narrative:
The reported field event of an inability to turn the transmitter on was confirmed in the laboratory. The device was tested on the bench and the circuit board was found to be defective as the unit could not power on after being plugged into the outlet. Visual inspection of the circuit board revealed burn components, consistent with having been struck by lightning.